Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 14jan2016. No further follow up is planned. Evaluation summary a male patient reported that the words on his humapen ergo device had "worn off." He also reported using the device for 15 years. The patient experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient used the device for 15 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the complaint of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old asian male patient. Medical history and concomitant medication were not provided. The patient received an unknown formulation of human insulin (rdna origin) (humulin), via a reusable pen (humapen ergo unknown body type), for the treatment of diabetes mellitus, subcutaneously. Dosage regimen and starting date was not provided. Sometime on 2010 while on human insulin he was hospitalized to regulate glucose (further details were not provided). He used one injection pen for 15 years, the words on injection pen was worn off, wanted to replace a new one (3520311/lot unknown). Information corrective treatment, human insulin and outcome of the event of blood glucose abnormal were unknown. The operator of the humapen ergo was the patient but his training status was not provided. The general duration of use of the humapen ergo and the duration of use of the suspect humapen ergo were 15 years. The device was not returned. The reporting consumer did not have an idea if the event of blood glucose abnormal was related with human insulin. Edit 28 dec 2015: (B)(4) was processed accordingly. Suspect humapen ergo ii device was coded. Updated narrative accordingly. Update 07 jan 2015: additional information received on 07jan2015 from the product complaint safety database clarified that the device was a humapen ergo unknown body type as the humapen ergo ii was not on the market 15 years ago; updated the device tab medwatch fields, (B)(6) required device reporting elements, the improper use and storage to yes, and narrative. Update 14jan2016: additional information received on 13jan2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.